Event description:
It was reported that there were concerns about the cardiac resynchronization therapy defibrillator (crt-d) delivering inappropriate therapy. The device delivered one shock, which was believed to be triggered by atrial arrhythmia with rapid ventricular response (rvr). The patient experienced syncope; however, it was not related to the device's function. The device was operating as programmed and remains in service. No additional adverse patient effects were reported.